Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 using cool advantage plus cool core to the mid abdomen and on (B)(6) 2018 using cooladvantage plus cool core to the lower abdomen (at the umbilicus) and to the lowest portion of her low abdomen who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018 after treatment. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the mid and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 using cool advantage plus cool core to the mid abdomen and on (B)(6) 2018 using cooladvantage plus cool core to the lower abdomen (at the umbilicus) and to the lowest portion of her low abdomen who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018 after treatment. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the mid and lower abdomen with paradoxical adipose hyperplasia.